Manufacturer narrative:
Covidien reference number: (B)(4). Date of initial report:(B)(4) 2013. The incident device has been received and is under evaluation. When the device evaluation is complete. A follow-up report will be submitted.

Event description:
The customer reported that the device had been used several times and then the jaws could no longer be opened for further use. Additional questions have been asked to the site contact in regard to the device and incident. There was no reported patient injury.